Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The pump passed the displacement, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with moisture damage on the electronics assembly, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.